Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not charge while plugged in during patient therapy in the general pediatrics care unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "pump will not charge when connected". Upon power up, evaluation experienced a system error 105. The system error 105 did not allow the unit to charge a battery. System error 105 was confirmed through a review of the event history log and reproduced. This condition was found to be caused by a failed motor flex.the failed motor assembly was replaced.